Manufacturer narrative:
Eval of the returned instrument verified the condition of the instrument. The condition of the instrument indicates that a side bending load was generated, which is inconsistent with the design intent. But based on the investigation, the root cause cannot be conclusively determined. The surgery was completed successfully with no adverse affect to the pt.

Event description:
It was reported that the rod that screws in to the lcck stem extensions broke off at the threads/shaft junction during broaching. This made it difficult to remove the stem trial due to the threaded portion of the im shaft being stuck in the stem. The stem was removed and the surgery was completed successfully.